Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect stat troponin-I result on a patient. Results provided: (B)(6) 2025 sid (B)(6) = 0.40 / 0.01 ng/ml (reference range: 0.00-0.02 ng/ml the customer was admitted for observation based on the initial troponin result. No further impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) a valve manifold was replaced. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the valve manifold was replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect platform and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer reported a falsely elevated architect stat troponin-I result on a patient. Results provided: (B)(6) 2025 sid (B)(6) = 0.40 / 0.01 ng/ml (reference range: 0.00-0.02 ng/ml the customer was admitted for observation based on the initial troponin result. No further impact to patient management was reported.